Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary stenting treatment procedure, the physician was unable to cross the lesion. The lesion was located in the tortuous and "highly" calcified distal left anterior descending artery. The physician attempted to place a 2.75x32mm taxus express2 drug eluting stent, but was unable to cross the lesion. There were no patient complications. The procedure was not completed due to this event. Patient status is reported as "stable." However, the returned product analysis confirmed that the hypotube had broken.

Manufacturer narrative:
Device evaluation: following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. Examination of the device revealed that the hypotube had broken approximately 25.2 cm distal from the catheters strain relief. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The exact cause of the reported event could not be determined therefore, the most probable root cause of this defect is due to operational context due to the anatomical and/or procedural factors encountered during the procedure.